Manufacturer narrative:
(B)(4) the device was not returned for evaluation and a device history review was unable to be completed as the relevant lot number was not reported. There was no reported device malfunction.

Event description:
A surgeon shared his concern about some patients, during their follow-up visits he has noticed abdominal bulging that lasted for a longer period of time and patients experiencing numbness/tingling for greater than 6 months.